Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device ac power cord ground prong was broken/missing. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.